Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 525cc saline prosthesis, catalog #3501685, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with mentor smooth round moderate profile 525cc saline prostheses. On (B)(6) 2018 right sided deflation was experienced, and left sided deflation was suspected based on volume loss having caused an altered appearance in the prosthesis. On (B)(6) 2018 bilateral deflation was diagnosed through a physical examination with a physician. As a result, an explant is planned for (B)(6) 2018. (See 1645337-2018-05246 for contralateral prosthesis report).